Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable, clamp tubing alarm was noted. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Three (3) pictures were reviewed. Picture one (1) shows a cassette product from part number 21-7609-24 in used conditions. Picture two (2) observed the tube arch height, it is difficult to know if it is within the specification or not according to the procedure for tube arch height inspection system. Picture three (3) shows the top view of a cassette product. Unit received: one (1) unit sample part number p/n 21-7609-24; was received for evaluation; the sample was returned decontaminated inside a plastic bag without its original package. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: sample received don?t present any damaged, kink, cut or condition that could cause failure mode. Sample was received without blue clip. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specification. The pump tube height was out of specification. However, due sample was received in used conditions is it possible the pump tube height was modified during the use. The sample was set for accuracy testing using an cadd legacy plus to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running and the alarm was not activated. The cassette passed the test. Thus, the failure mode reported was not confirmed. The root cause was not determined.